Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call that after an infusion set change, it took eight hours for the insulin to work. Customer's blood glucose was 160 mg/dl. Customer's blood glucose at time of call was 400 mg/dl. Customer treated his high blood glucose with insulin injection and insulin pump. After troubleshooting, customer was advised that the tubing clamp will be sent. Customer was advised to call back to perform the high pressure test then. Customer will not be returning the device for analysis.